Event description:
Patient contacted dexcom to report intermittent antenna icon and/or out of range icon. The patient did not report any medical intervention or injuries.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the receiver (part# mt20649/ sm24000613 ), that was being used with the transmitter during the reported event of intermittent out of range was returned. Evaluation of the returned receiver did confirm the reported event.

Manufacturer narrative:
Data received (B)(4) 2012. Reviewed data for session started (B)(4) 2012 thru (B)(4) 2012. Data confirms intermittent out of range icon as evidenced by gaps in transmission. Product returned received for transmitter and receiver. No defect found during investigation for transmitter and receiver.